Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure in order to treat stress incontinence, uterovaginal prolapse, cystocele, rectocele, and enterocele. It was reported that the patient underwent the concurrent procedures of a laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy and a cystoscopy. It was reported that following insertion the patient experienced rectal bleeding with bowel movements. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, neuromuscular problems and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06458. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedures of bilateral sacrospinous fixation, anterior and posterior repair, transvaginal enterocele repair and adhesiolysis

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.